Manufacturer narrative:
(B)(4).

Event description:
It was reported that "I have a new transmitter" message occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and passed. A pairing test was performed and passed. A review of the share logs was performed and a transmitter failed was found within the investigation window. The allegation was confirmed. The probable cause was determine to be a transmitter failed error. The reported event of a "I have a new transmitter" message is reportable based on the finding of a transmitter failed. No injury or medical intervention was reported.